Manufacturer narrative:
Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the device was manufactured according to specifications and passed all in-process controls as well as the final inspection. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Manufacturer narrative:
Corrected the initial reporter information. Reference CAPA# (B)(4). Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the device was manufactured according to specifications and passed all in-process controls as well as the final inspection. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
An oscar peripheral multifunctional catheter system was selected for treatment of a total occlusion. The lesion could not be crossed with the device.